Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4, with very mobile and thin leaflet. A mitraclip xtr was advanced and deployed at the septal/anterior commisure, with poor visibility. After deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet. A single leaflet device attachment (slda) occurred. In the physician's opinion, the slda was due to pre-existing patient anatomy. A second clip was implanted more medial to stabilize the slda and to further reduce tr. Post procedure tr was reduced to 3. There was no clinically significant delay in the procedure or adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the mitraclip system instructions for use, states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the pre-existing patient anatomy (very mobile and thin leaflet) contributed to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site - contact office first and last name.